Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient indicated that stimulation was turning itself off and she would need to use the patient programmer to turn her stimulation back on. The rep originally thought it was the patient's adaptive stimulation. Adaptive stimulation had been programmed off and the patient was now on conventional stimulation. With conventional stimulation the patient felt stimulation turning itself off, and again had to use the programmer to turn stimulation back on. Troubleshooting could not be performed due to lack of access to the product as the rep was not with the patient at the time of the call with the manufacturer on oct 25, 2016. The rep was to confirm what the patient was doing at the time when stimulation was off. Additional information was received from the patient via the rep. It was reported the adaptive stimulation program was removed when the rep met with the patient on (B)(6) 2016. The ins shut off on (B)(6) 2016 following that appointment. The patient was just sitting in a chair crocheting when it turned off. There were no trauma/falls that could have been related to this issue. Stimulation turning off/on was not related to positional movement. There were no recent medical tests or electromagnetic interference environmental exposures. It was noted that during these events the patient did not confirm the ins status with the programmer; she just used the stimulation on button. The diary data was obtained with the physician programmer. The recharge statistics showed that the patient got an average of six coupling bars, and charged on (B)(6) 2016, twice on (B)(6) 2016, (B)(6) 2016, (B)(6) 2016, and (B)(6) 2016 with various session lengths from 0.75 to 2.5 hours. It was noted that impedance values were normal. Recharge statistics from the recharger were no documented as the patient did not bring her recharger. The rep was able to create an "mdt" file on (B)(6) 2016 and was to send that to the manufacturer on (B)(6) 2016 for review. It was noted that this was considered a sudden change in therapy/symptoms. The issue was reported to have begun on (B)(6) 2016, but that date conflicts with the report that the rep was aware of the issue on (B)(6) 2016. Additional information was received from the rep. It was reported that the cause of the issues was unknown as of (B)(6) 2016 after speaking to the manufacturer's technical services and troubleshooting with them and the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient via the manufacturer¿s representative reported the stimulation therapy was turning off on its own when it should be on. This was reported as a gradual change. The dates of occurrence were (B)(6) 2016, (B)(6) 2016, (B)(6) 2016, and (B)(6) 2016. On the most recent date ((B)(6) 2016) the patient was at the kitchen table reading when the issue occurred. The stimulation turning off was intermittent and not reproducible and was not related to positional movement. Adaptive stimulation (as) was not in used in the patient¿s programming as it was removed on (B)(6) 2016. There were no falls or trauma that could be related to the issue and no error codes were seen. There was no recent medical testing or emi exposure. The patient confirmed that when they felt the stimulation turn off, they used the patient programmer synch button first and saw the stimulation was off. The ins battery was at 100% per the clinician programmer. Impedances were checked and reported as normal. Recharging statistics and session data report showed the following (for dates of (B)(6) 2016, (B)(6) 2016, and (B)(6) 2016 only ¿ (B)(6) data had been overwritten so there was no data for that time frame): 106 (B)(6) 2016 12:52:42 am ((B)(4)) therapy turned on (01) 1 hours, 13 mins, 0 secs 107 (B)(6) 2016 02:05:42 am ((B)(4)) therapy turned off (02) 7 hours, 36 mins, 0 secs 108 (B)(6) 2016 09:41:42 am ((B)(4)) therapy turned on (01)11 hours, 16 mins, 0 secs 109 (B)(6) 2016 08:57:42 pm ((B)(4)) therapy turned off (02) 2 hours, 6 mins, 0 secs 110 (B)(6) 2016 11:03:42 pm ((B)(4)) therapy turned on (01) 1 hours, 38 mins, 0 secs 002 (B)(6) 2016 12:07:42 am ((B)(4)) therapy turned on (01) 1 hours, 47 mins, 0 secs 003 (B)(6) 2016 01:54:42 am ((B)(4)) therapy turned off (02) 8 hours, 46 mins, 0 secs 004 (B)(6) 2016 10:40:42 am ((B)(4)) therapy turned on (01) 2 hours, 6 mins, 0 secs 005 (B)(6) 2016 12:46:42 pm ((B)(4)) therapy turned off (02) 0 secs 006 (B)(6) 2016 12:46:42 pm ((B)(4)) therapy turned on (01) 16 mins,0 secs 007 (B)(6) 2016 01:02:42 pm ((B)(4)) therapy turned off (02) 1 hours, 1 mins, 0 secs 008 (B)(6) 2016 02:03:42 pm ((B)(4)) therapy turned on (01) 7 hours, 16 mins, 0 secs 009 (B)(6) 2016 09:19:42 pm ((B)(4)) therapy turned off (02) 2 hours, 24 mins, 0 secs 010 (B)(6) 2016 11:43:42 pm ((B)(4)) therapy turned on (01) 37 mins, 0 secs 043 (B)(6) 2016 01:07:42 am ((B)(4)) therapy turned off (02) 5 hours, 43 mins, 0 secs 044 (B)(6) 2016 06:50:42 am ((B)(4)) therapy turned on (01) 14 hours, 47 mins, 0 secs 045 (B)(6) 2016 09:37:42 pm ((B)(4)) therapy turned off (02) 2 hours, 2 mins, 0 secs 046 (B)(6) 2016 11:39:42 pm ((B)(4)) therapy turned on (01) 1 hours, 15 mins, 0 secs it was noted that the patient had filled up the 150 buffer of on/off events. Assessment of the data showed that the ins/stimulation was not shutting off due to a low battery level. The manufacturer¿s representative stated that the patient used their programmer without the antenna. It was recommended that the patient continue to keep a diary of the ins on/off status and the time it occurred.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative stated that they were not able to print the recharge statistics and still did not know the cause of the stimulation turning off. The issue had not been resolved at the time of the report as the rep had not heard back from the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that their implantable neurostimulator (ins) would turn off by itself and the stimulation would stop. When they would check their implant with their patient programmer (pp), it would show the ins as off and they had to use the pp to turn the ins back on. It was stated that the ins would randomly turn off and sometimes they would be driving or walking or sitting and that it didn¿t matter what they were doing. It was noted they would be grocery shopping and had left the pp at home so they would have to wait to get the pp to turn their implant back on. It was stated that during these events, the consumer would confirm the ins status with the pp correctly. The consumer knew the difference and when they checked their ins by pressing the sync button, the stimulation icon in the upper left hand corner would be off. The consumer had this type of device for years so they knew what they were doing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.